Event description:
Account stated, the head is drifting down.

Manufacturer narrative:
Account replaced the head down valve to resolve this issue. No serial # available. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.